Event description:
It was reported on (B)(6) 2011 during the procedure error message code 102.9 occurred three times. The error message was able to be cleared and the procedure was completed. No patient injury was reported.